Event description:
It was reported the patient was scheduled to have a lead revision (reposition). Preoperatively it was determined the patient was having pain at the generator pocket site with or without the stimulator turned on. The device had been implanted in 2006, and had been discharged for a second time. The physician was concerned that too much battery capacity had been lost due to the discharges, which were based on the patient's inability to comply with suggested recharge standards. It was decided to replace the generator with a non-rechargeable device. Post operatively, the patient felt stimulation to the painful areas and none at the pocket site.

Manufacturer narrative:
The ins was returned for analysis. Final device analysis results revealed - the rechargeable ins was functionally ok but the battery had reduced capacity due to overdischarge. During testing the device had good stable output on each electrode pair. The device overdischarge count was at one. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.